Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio beep anomaly. The customer's blood glucose was 75 mg/dl at the time of incident. Customer stated that there was no difference in volume 1 and 5. The device will be returned for analysis.